Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and leads exhibited noise oversensing. Boston scientific technical services (ts) was contacted for assistance. Ts review noted the noise appeared consistent with that of cautery use. This device remains in service. No adverse patient effects were reported.